Manufacturer narrative:
(B)(4). The customer advised physio-control that they have evaluated the device and verified the reported connection failure. The therapy connector assembly was then replaced and proper device operation was observed through functional and performance testing. The device was returned to the end user for use. The device was not returned to physio-control for evaluation.

Event description:
The customer (hospital biomedical engineer) reported that their device was intermittently detecting the connection of a therapy cable assembly. The customer reported that this occurred when the cable was wiggled near the therapy connector of the device. This could potentially prohibit defibrillation energy delivery to a patient, if needed.